Event description:
It was reported that an sv2 was mounted ona flat panel monitor arm. The nurse allegedly began to adjust the monitor during a case of the sv2 slid out of the hole in the mounting arm. The black bracket came loose with little force. The patient on the table was not hurt but the nurse alleges that she did get a damaged shoulder during the incident. The nurse went to the emergency room to be checked out.

Manufacturer narrative:
The rep indicated that the nurse was doing fine. The arm was mounted on a regular video tower, and the entire assembly was about 1.5 years old. The monitor and mounting assembly came out of the bushing it sits in at the top of the arm. This should not happen if the set screw is appropriately tightened. According to the rep, nothing was actually broken or damaged on the arm, the account is not intending to return any of the devices. Ryan indicated that he was not certain the set screw at that location was correctly tightened.